Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that an alert was triggered due to high superior vena cava (svc) impedance on the right ventricular (rv) lead. It was also noted that the rv pacing impedance has risen slightly, the capture threshold has increased slightly, the r-wave amplitude has increased and the thoracic impedance has increased. It was noted that possible recent illness of the patient might be the cause. The caller from the clinic asked the company representative for a recommendation and it was discussed to increase the alarm threshold. The lead remains in use. No patient complications have been reported as a result of this event.